Event description:
It was reported while trying to deploy the marker resistance was felt and it was noted that the proximal end of the insertion sleeve had broken off. There was no patient consequence reported. A new device was used to complete the case.

Manufacturer narrative:
H4: info is unavailable; device was not returned for evaluation.